Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v668801, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-45, lot # v668801, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the stimulator removed because they had not been using it for over a year. The patient stated that they had been using it at 4v and it did not seem to help. The patient stated that when they increased the stimulation to 5, 6 or 7v the stimulation sensation bothered them. Additional information was requested but was not available at the date of this report.

Event description:
It was reported the cause of the event was that the patient¿s pain pattern had changed and the therapy was no longer helping. It was reported the device was explanted and no other interventions were performed or needed. It was reported that no abnormal impedance m easurements were noted.